Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the clinician had difficulty in infusing ivig glass bottle as a secondary. They were able to initiate the infusion, however the infusion slows down and did not deliver the medication completely. The customer stated they were "using two or more hangers to achieve differential and still unable to achieve normal flow". It was also mentioned that because this issue occurs on various pumps, they do not believe it's the device. Information on patient involvement was not provided.

Event description:
It was reported that the clinician had difficulty in infusing ivig glass bottle as a secondary. They were able to initiate the infusion, however the infusion slows down and did not deliver the medication completely. The customer stated they were "using two or more hangers to achieve differential and still unable to achieve normal flow". It was also mentioned that because this issue occurs on various pumps, they do not believe it's the device. Information on patient involvement was not provided.

Manufacturer narrative:
Omit: e2403 - no clinical signs, symptoms or conditions, f26 - no health consequences or impact. Root cause: the root cause for the reported issue of an under infusion - ivig was not determined because no products or device logs were returned.